Event description:
It was reported that the patient presented to the emergency department (ed) after hearing an audible alert from their implantable cardioverter defibrillator (ICD)  and a remote monitor report was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and multiple high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients right ventricular (rv) lead triggered another lead integrity alert (lia) with one high rate non-sustained episode that appeared to be noise/artifact. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.